Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer's mother reported her son's pod initiated an occlusion alarm within the first day of activating a new pod. Prior to the alarm, he experienced continuously high bg levels (271-over 500mg/dl) with large ketones over an 18 hour period. The pod was removed and will be returned for evaluation.